Event description:
Patient reports constant numbness around the pump pocket and down their posterior leg after falling. Catheter occlusion was noted. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).